Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve however the leaflets were unable to be grasped. The cds was removed and replaced with a new one. Several attempts were made to grasp however the posterior leaflet could not be grasped. The cds was removed and the procedure aborted with the mr remaining at 4+. The physician suspected the posterior leaflet was torn by the second clip and was therefore unable to be grasped. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) appears to be due to challenging patient anatomy. The unspecified tissue injury (no treatment) appears to be a cascading effect of the positioning failure. Additionally, unspecified tissue injury is listed in the mitraclip system gen 4 instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a.